Event description:
It was reported in a journal article that a patient underwent a breast augmentation procedure on an unknown date and topical skin adhesive was used. Three days post operatively, the patient developed erythema around her incisions due to allergic reaction. One gram of intramuscular ceftriaxone and oral sulfamethoxazole/trimethoprim was given to treat possible infection. Hydrocortisone ointment was prescribed for the rash and to dissolve the topical skin adhesive. A methylprednisolone dose pack was prescribed. Removal of the topical skin adhesive was attempted but the incision began to separate. Bactrim ds was continued for one week because of the broken skin and the danger of superinfection. Within six hours of receiving steroids, the erythema and pruritis were improved. Seven days postoperatively, the patient¿s sutures were removed without incident. On postoperative day 13, itching began again laterally and a single 40-mg dose of depo-medrol was injected. She also took a 20-mg dose of prednisolone. Her itching ceased within hours of these final treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.